Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began (B)(6) 2020. It was reported that the patient was having issues with their leads. They were told by their doctor that, "the leads are not in the right place." The patient did not know if their leads were currently attached or not. The issue was not resolved at the time of the report. Two days later, they reported their device had an error which stated it had lost communication. While on the call, the device established communication and it was set where the patient had left it earlier. There were no patient symptoms or further complications reported at this time.